Event description:
It has been reported that the bd phoenix¿ ast broth has been found contaminated. The following has been provided by the initial reporter: a contaminated ast tube.

Manufacturer narrative:
Initial reporter phone#:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: this complaint is for contamination of foreign material in phoenix ast tubes (246003) batch 1182034. Two pictures were provided which showed contamination inside the tube. Based on the photos provided for the investigation, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no other complaints on this batch.

Event description:
It has been reported that the bd phoenix¿ ast broth has been found contaminated. The following has been provided by the initial reporter: a contaminated ast tube.